Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2017 possibly due to low blood glucoses. The cause of death was cardiac arrest. The caller stated that the customer had diabetes complications ¿ low blood glucose that caused a seizure that led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death, it had been disconnected by emt 2 days prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.